Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus tip position on the touch screen needed calibration. Analysis also noted that errors were found in the software history and log files. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with the calibration on the programmer. The programmer was returned for service. There was no patient involvement.